Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "defective implants and leaked silicone".

Event description:
Patient representative reported right side "patient is aware of the recall, has psychological stress and is worried about the consequences", "defective implants and leaked silicone", pain, and a "pulling sensation in [their] chest". The device remains implanted.